Manufacturer narrative:
No root cause could be determined. The customer refused to provide any information on this event and refused to pursue the investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer had been receiving questionable benzodiazepine plus (benzo) results from (B)(6) 2012 until (B)(6) 2012. The samples were sent for gc/ms evaluation from (B)(6) 2012 until (B)(6) 2012. The patient samples were urine samples. The customer had two patients that had initial (B)(6) benzo results. The samples were auto rerun and the repeat results were also (B)(6). The (B)(6) results were reported outside the laboratory. The gc/ms results were negative. The customer considered the gc/ms results to be correct. No patients were harmed due to this issue. There were no adverse events. The benzo reagent lot number and expiration date were not provided. The field service representative found clogged blue tips. He cleaned the blue tips. He verified the analyzer was running to specification. The customer ran calibration and quality control and was satisfied with the quality control results.